Manufacturer narrative:
Customer reporter that the device has been discarded. A lot review will be completed.

Event description:
The event occurred involving an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port. The customer reported that the cassette tubing leaked (from what appeared to be from the blue port used to fill the cassettes ) while the pump was attached to the patient midway through their 46hrs therapy. The customer stated that it there was exposure to the unspecified chemotherapy medication; no intervention was reported. There was patient involvement, a slight delay in therapy, but harm was not reported as a consequence of this event.

Manufacturer narrative:
A photo was returned showing the cl3960. Fluid residuals were observed outside of the fluid path. The reported complaint can be confirmed. The probable cause of the leakage is due to an incomplete insertion during the manual assembly of manufacturing. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. Similar complaints from this lot had samples received with incomplete insertions found on the chemolock to female luer bond. Corrected information can be found in h6 health effect - impact code, d10 concomitant products, e1 - initial reporter zip code, e3 - initial reporter occupation and health effect - clinical code.